Manufacturer narrative:
For the investigation the logbook was analyzed. The described behavior could be retraced, the evita xl performed several warm starts on (B)(6) 2020. The found error messages indicate that due to a dirty bearing in the dosage system of one mixer cartridge, the system hooked. The resulting increased power consumption was detected by the internal monitoring, warmstarts were performed in order to solve the problem. During a warmstart, the evita xl opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully performed (duration approx. 8 seconds), the ventilation continues with the set parameters. Immediately after restarting the ventilation, an "mv deep" alarm is generated, which lasts until the applied volume is greater than the lower set limit for the minute volume. In case the problem is still existent after the warmstart was performed, the device performs another warmstart. Manual ventilation may be considered necessary. The evita xl was manufactured in april 2013. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted on (B)(6) 2020 and restarted again with the flashing led of the control unit. Reportedly no ventilated anymore. No patient injury.